Event description:
The patient had her implant replaced in 2013, due to 4 broken "leads", but that still didn't help her bladder. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093-33, lot# v675167, implanted: 2011 (B)(6); product type lead product ID neu_pt m_prog, serial# unknown; product type programmer, patient. (B)(4).